Event description:
The customer reported the scope was leaking at the angulation part. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a foreign object was found clogging the channel. The foreign object was removed. In addition, service found the distal end and bending section leaked, corrosion was noted on the arm, the insertion tube was deformed and discolored, there was a gap in the adhesive of the bending section cover, the light guide lens was cracked, the light guide cover was scratched, the connector and control section were damaged, and the distal end cover was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely judging from pictures of the foreign material retrieved by olympus, slide flaps for prevention of coming out/mis-insertion were confirmed. So, the foreign material looked like a part of stent, and the cause was presumed as follows: the foreign material was suctioned during procedure by mistake, and clogged within the biopsy channel. There were differences between brushing methods of the biopsy channel performed by the user facility and brushing methods recommended by instructions for use (IFU). Training regarding device handling as per IFU and regarding reprocessing methods was insufficient. The following is included in the IFU and may help detect or prevent the event: "warning: when inserting the instrument into the endoscope, raise the forceps elevator to its maximum height. If the forceps elevator is down, you will not be able to see the distal end of the insertion portion in the endoscopic field of view. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator until the instrument passes smoothly. Do not advance or extend the instrument abruptly. These actions could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument. Do not insert the instrument and/or insertion kit into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the instrument and/or insertion kit in the endoscopic field of view or in x-ray images, do not use it. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not force the distal end of the instrument against body cavity. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If this instrument is broken in the body, collect any piece of the instrument left in the bile duct with grasping forceps observing x-ray. If such a piece falls off in the duodenum, collect it with grasping forceps, too." "Warning: when withdrawing this instrument, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture. Otherwise, it could cause patient injury, such as migration and dislocation of the stent. When retrieving this instrument from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly aligned with bile duct withdraw it with the endoscope observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct. Do not retrieve this instrument in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument." "Caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur." Olympus will continue to monitor field performance for this device.